Event description:
It was reported the pt is experiencing a random shocking sensation at her ipg pocket site when stimulation is on and off. X-rays showed no anomalies. The surgeon advised the pt to get a second opinion from a new pain physician. The pt stated the stimulation helps but not as much as she would like. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.